Manufacturer narrative:
(B)(4). Upon review of the device history records for the affected lot number, we can confirm that both the correct material and correct components had been used and that the instrument meets the product specifications. All process steps were found to have been properly documented. Prior to shipment, our instruments undergo a 100% functional inspection. If there has been something out of specification, this would have been detected during final inspection. Instrument was not returned for evaluation. Therefore this complaint cannot be confirmed.

Event description:
It was reported that during a laparoscopic vesicle without cholangiography, the applier broke on the abdomen of the patient while applying of the 3rd clip. The surgeon removed the applier from the patient and remove a piece of metal belonging to the applier from the patient. X-rays were performed , and a full wash of the abdomen was performed. The consequence was a longer intervention.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic vesicle without cholangiography, the applier broke on the abdomen of the patient while applying of the 3rd clip. The surgeon removed the applier from the patient and remove a piece of metal belonging to the applier from the patient. X-rays were performed, and a full wash of the abdomen was performed. The consequence was a longer intervention.